Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that patient usually placed insulin pump in his jeans pocket but one time, he clamped insulin pump on his shirt pocket where his implantable neurostimulation (ins) and they noticed that patient started to shake more. It was indicated that patient settled back down and issues resolved when they removed insulin pump from near ins implant. Patient had appointment to see healthcare provider on (B)(6) 12 2016 and they were informed by hcp that it was unusual and they had not had any problems with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.